Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further detail of the event. What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? Was the safety reset before removal attempted? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? How was the procedure completed? Was there any change in the procedure or patient care as a result of the event?

Event description:
It was reported that during a hemorrhoid procedure that the device fired but not all of the staples were deployed. It is unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p56n8p. Device evaluation: the analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.